Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2022).

Event description:
It was reported through results of a clinical trial, post device implantation of endovascular arteriovenous fistula, the patient reportedly expired. The cause of death was unknown with suspected gastrointestinal bleeding.

Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. The result of the investigation is inconclusive for the reported patient adverse effects from the creation of an arteriovenous fistula (avf). No specific device failure mode was alleged. It was stated that the adverse event was not related to the device and possibly related to the procedure av access circuit. The subject had a wavelinq endoavf successfully created on the (B)(6) 2021. The subsequent follow visits - two week visit on the (B)(6) 2021 and three month visit (B)(6) 2021 through duplex ultrasound that was performed on the endoavf arm found that adequate dual arterial flow to the hand. The definitive root cause for the reported patient adverse effects from the creation of an arteriovenous fistula (avf) could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: 3. The wavelinq¿ endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq¿ endoavf system should not be used in patients who have a known allergy or reaction to any drugs/fluids used in this procedure. 9. Improper use could damage insulation that may result in injury to the patient or operating room personnel. 18. The wavelinq¿ endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. 19. Refer to the latest national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi) guidelines for recommendations and considerations for av access creation in patients on or requiring hemodialysis. For patients expected to have prolonged durations on hemodialysis, a distal to proximal approach to avf creation provides the best opportunity to preserve vessels for future vascular access sites following the individual patient eskd life-plan. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Potential adverse events: the known potential risks related to the wavelinq¿ endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Avf creation: 32. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicator is maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the distal rotational indicators appear aligned and rotationally similar. 33. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. 34. With catheters in confirmed activation position, remove cable tie and connect venous catheter plug pin to electrosurgical pencil after removing pre-assembled insert. Fully insert the venous catheter plug pin until there is no metallic surface exposed. 35. Pass the electrosurgical pencil and 3 prong universal connector out of the sterile field and connect it to esu¿s monopolar 1 receiver. 36. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 37. Ensure tourniquet has been removed (if applied). 38. Do not allow catheters to move in order to minimize chance of misalignment. 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 40. Hold patient¿s procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. 43. Remove the venous catheter. Remove the arterial catheter. 44. Perform arteriogram via the arterial sheath to confirm avf creation. Alternate contrast methods may be used at the discretion of physician. 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. 46. Remove the arterial sheath and venous sheath and achieve puncture site hemostasis using manual compression. The arterial access site should provide a bony backstop (the humerus bone) to aid in compression. The operator should hold manual compression using pressure from the hand/fingers directly over the puncture site and maintain pressure for at least 20 minutes. Hemostasis at access sites should be verified with ultrasound. H10: d4 (expiry date: 05/2022), g3, h6,(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial, post endovascular arteriovenous fistula creation, the patient reportedly expired. The cause of death was unknown with suspected gastrointestinal bleeding.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. No specific device failure mode was alleged. It was stated that the adverse event was not related to the device and possibly related to the procedure av access circuit. The subject had a wavelinq endoavf successfully created on the (B)(6) 2021. The subsequent follow visits - two week visit on the (B)(6) 2021 and three month visit (B)(6) 2021 through duplex ultrasound that was performed on the endoavf arm found that adequate dual arterial flow to the hand. The result of the investigation is confirmed for the reported patient adverse effects from the creation of an arteriovenous fistula (avf). The definitive root cause for the reported patient adverse effects from the creation of an arteriovenous fistula (avf) could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: 3. The wavelinq¿ endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq¿ endoavf system should not be used in patients who have a known allergy or reaction to any drugs/fluids used in this procedure. 9. Improper use could damage insulation that may result in injury to the patient or operating room personnel. 18. The wavelinq¿ endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. 19. Refer to the latest national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi) guidelines for recommendations and considerations for av access creation in patients on or requiring hemodialysis. For patients expected to have prolonged durations on hemodialysis, a distal to proximal approach to avf creation provides the best opportunity to preserve vessels for future vascular access sites following the individual patient eskd life-plan. Cautions 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Potential adverse events the known potential risks related to the wavelinq¿ endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Avf creation: 32. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicator is maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the distal rotational indicators appear aligned and rotationally similar. 33. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. 34. With catheters in confirmed activation position, remove cable tie and connect venous catheter plug pin to electrosurgical pencil after removing pre-assembled insert. Fully insert the venous catheter plug pin until there is no metallic surface exposed. 35. Pass the electrosurgical pencil and 3 prong universal connector out of the sterile field and connect it to esu¿s monopolar 1 receiver. 36. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 37. Ensure tourniquet has been removed (if applied). 38. Do not allow catheters to move in order to minimize chance of misalignment. 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 40. Hold patient¿s procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. 43. Remove the venous catheter. Remove the arterial catheter. 44. Perform arteriogram via the arterial sheath to confirm avf creation. Alternate contrast methods may be used at the discretion of physician. 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. 46. Remove the arterial sheath and venous sheath and achieve puncture site hemostasis using manual compression. The arterial access site should provide a bony backstop (the humerus bone) to aid in compression. The operator should hold manual compression using pressure from the hand/fingers directly over the puncture site and maintain pressure for at least 20 minutes. Hemostasis at access sites should be verified with ultrasound. H10: d4 (expiry date: 05/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that approximately two months and eleven days post device implantation of endovascular arteriovenous fistula, the patient had an adverse event of perforator stenosis. Reportedly, the subject had a post-procedure intervention of cutting/scoring balloon for endovascular arteriovenous fistula maturity insufficient and inadequate arterial flow. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. No specific device failure mode was alleged. The adverse event of perforator stenosis was reviewed by the clinical event committee (independent physician adjudicators) and their assessments determined that this event was definitely related to the av access circuit. The result of the investigation is confirmed for the reported patient adverse effects of stenosis and failure to mature from the creation of an arteriovenous fistula (avf). The definitive root cause for the reported patient adverse effects from the creation of an arteriovenous fistula (avf) could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: 3. The wavelinq¿ endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq¿ endoavf system should not be used in patients who have a known allergy or reaction to any drugs/fluids used in this procedure. 9. Improper use could damage insulation that may result in injury to the patient or operating room personnel. 18. The wavelinq¿ endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. 19. Refer to the latest national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi) guidelines for recommendations and considerations for av access creation in patients on or requiring hemodialysis. For patients expected to have prolonged durations on hemodialysis, a distal to proximal approach to avf creation provides the best opportunity to preserve vessels for future vascular access sites following the individual patient eskd life-plan. Cautions 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Potential adverse events the known potential risks related to the wavelinq¿ endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Avf creation: 32. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicator is maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the distal rotational indicators appear aligned and rotationally similar. 33. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. 34. With catheters in confirmed activation position, remove cable tie and connect venous catheter plug pin to electrosurgical pencil after removing pre-assembled insert. Fully insert the venous catheter plug pin until there is no metallic surface exposed. 35. Pass the electrosurgical pencil and 3 prong universal connector out of the sterile field and connect it to esu¿s monopolar 1 receiver. 36. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 37. Ensure tourniquet has been removed (if applied). 38. Do not allow catheters to move in order to minimize chance of misalignment. 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 40. Hold patient¿s procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. 43. Remove the venous catheter. Remove the arterial catheter. 44. Perform arteriogram via the arterial sheath to confirm avf creation. Alternate contrast methods may be used at the discretion of physician. 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. 46. Remove the arterial sheath and venous sheath and achieve puncture site hemostasis using manual compression. The arterial access site should provide a bony backstop (the humerus bone) to aid in compression. The operator should hold manual compression using pressure from the hand/fingers directly over the puncture site and maintain pressure for at least 20 minutes. Hemostasis at access sites should be verified with ultrasound. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that approximately two weeks post endovascular arteriovenous fistula creation, the endovascular arteriovenous fistula was allegedly found to be not matured within three months of index procedure, by physical assessment. It was further reported that two months and eleven days post endovascular arteriovenous fistula creation, the subject had an adverse event of perforator stenosis. Furthermore, the subject had a post-procedure intervention of cutting/scoring balloon for endovascular arteriovenous fistula maturity insufficient due to inadequate arterial flow, and the intervention was successful, and the outcome of the adverse event was resolved. Reportedly, the subject had a six-month, twelve-month, eighteen-month and twenty-four-month follow-up office visits and in all these visits, the endovascular arteriovenous fistula was found to be matured by physical assessment. The current status of the patient is unknown.